Manufacturer narrative:
This report is for an unknown insertion handle/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advanced (tfna) nail insertion on (B)(6) 2019, the surgeon had a hard time getting the sleeve out of the jig after implanting the spiral blade. It was mentioned that the surgeon had to mallet out the sleeve, damaging the threads and buttress/compression nut. The patient¿s size may have contributed by providing extreme pressure on the sleeve. The procedure was successfully completed with a five (5) minute surgical delay. Patient status is unknown. Concomitant devices: mallet (part: unknown, lot: unknown, quantity: 1), tfna nail (part: unknown, lot: unknown, quantity: 1), helical blade (part: unknown, lot: unknown, quantity: 1). This report is for an unknown insertion handle. This is report 3 of 3 for (B)(4).